Event description:
Initial information received from a consumer on 01-dec-2009: a female reported that a female "friend of a friend" used poly-l-lactic acid (sculptra, lot # and expiration date unk) for cosmetic use had not been feeling well. She used poly-l-lactic acid about 1.5 years ago and at the time, had hashimoto's disease. She now has graves' disease (hyperthyroid). Reporter stated she did not know any further info. No concomitant medications reported. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment 2009: a female with hashimoto's disease received poly-l-lactic acid (sculptra) for cosmetic 1.5 years ago and experienced graves' disease (hyperthyroid). Due to minimum available info, no complete medical assessment can be done at this time. However, the alternative explanation is her underlying condition (autoimmune disease) progress.

Manufacturer narrative:
Device qc performed. This case is reportable.